Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a loss of stimulation therapy. Reportedly, the patient's (l2) lead was fractured. As a result, the patient underwent surgical intervention on (B)(6) 2018, wherein the fractured tip of the lead was removed. The remaining portion of the lead was connected to the ipg. An additional lead was also implanted. Reportedly, effective therapy resumed post-operative.